Event description:
The reporter stated there was a posterior capsular tear in the patient's eye prior to using this cq2015 collamer three-piece lens. As there was no vitreous present, the surgeon decided to insert the lens. The lens was inserted and it tore the capsular bag further. The incision was enlarged to remove the lens. There was vitreous present so an anterior vitrectomy was performed. Sutures were required to close the wound. The reporter stated the capsular tear likely occurred during the phacoemulsification procedure. The facility does not use staar phacoemulsification equipment.